Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer experienced high blood glucose. Blood glucose reading was 530 mg/dl at the time of incident and current blood glucose level was 136 mg/dl. Customer was treated with manual injection. Customer was using auto mode. Customer also reported that the customer alleging insulin pump was under delivery due to frequent highs and lows blood glucose. The insulin pump and reservoir will not be returned for analysis.